Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. Upon interrogation, the right atrial lead exhibited noise and low impedance causing auto mode switch episodes since sept 5th, 2017. Programming changes were discussed. No intervention was performed. The patient was stable before, during and after the event and will continue to be monitored.